Manufacturer narrative:
Additional information: (device mfg date) was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Performed visual inspection of the sensor tail, did not observe a watermark at base. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving an error message the same day after applying their adc freestyle libre. The customer reported experiencing extreme thirst and presented to a hospital where he was treated with 2 units of novorapid insulin and had a blood sample taken to test blood glucose and ketones. The blood test results were not available at the time of the call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message the same day after applying their adc freestyle libre. The customer reported experiencing extreme thirst and presented to a hospital where he was treated with 2 units of novorapid insulin and had a blood sample taken to test blood glucose and ketones. The blood test results were not available at the time of the call. There was no report of death or permanent impairment associated with this event.